Event description:
Additional information was received that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited an unexpected pacing rate, oversensing and loss of capture (loc) that resulted in greater than two seconds of pacing inhibition. The patient was pacemaker dependent. Additionally, the device battery was felt to have depleted sooner than expected. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker recorded an unspecified fault message and reverted to safety mode. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.